Manufacturer narrative:
This supplemental report is being submitted to update d8.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. A olympus engineer visited the user facility and inspected the device. The engineer said that the print circuit board was broken. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, olympus medical systems corp. (Omsc) assumed that the reported event was caused by defects in parts on the print circuit board. This defects may have been caused by long-term use. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to any of the olympus locations. Olympus engineers will visit the user facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the front panel lighting was defective due to a system malfunction during preparation for use. The front panel was blinking and the white balance could not be adjusted. The customer replaced the device to another device and completed the procedure. There was no report of patient injury associated with this event.